Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer talisman delivery sheath. During procedure, right atrial (ra) the disc remained inflated and had a bulbous deformation. The occluder puncture the arterial wall aorta (ao) directly. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 18-18mm amplatzer talisman pfo occluder was chosen and implanted successfully using the same delivery system. There was no shunt noted after the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.